Manufacturer narrative:
Additional information was received which was not provided with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not using auto mode during their event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 429 mg/dl at the time of incident. Customer did not provide nay symptoms regarding to high blood glucose episode. Customer reports they did receive a change sensor alert. Customer reports they did not receive a calibration not accepted alert. Customer treated with insulin pump. Customer declined troubleshooting. The insulin pump will not be returned for analysis.